Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of approximately 900 mg/dl and was ¿out of sorts¿. Reportedly, the customer had manually suspended insulin for an extended period of time. Customer's spouse called emergency services and customer was transported to the emergency room. Customer was subsequently admitted to the hospital and discharged 3 days later. No additional information regarding this event was available.